Event description:
It was reported that the numbers on the insulin pump were ramping when refilling cannula. Customer replaced the batteries and received a button error alarm and stated that the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 5.5 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarm noted. No running and or ramping numbers or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.